Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Regurgitation, which develops progressively over time, can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned for evaluation, as it was not able to be released. However, based on the available information, the root cause for the regurgitation likely due to patient related factors. A manufacturing defect was not identified. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a 23mm aortic valve implanted for 1 year and 11 months, was explanted due to moderate insufficiency and pseudoaneurysm. Per obtained medical records, the patient initially underwent avr with annular reconstruction due to endocarditis. A few months after surgery he was found to have a pseudoaneurysm. One year after surgery the patient was found to have a 5cm pseudoaneurysm surrounding the aortic root. Intraoperatively, a new 25mm valve was implanted successfully. There were no intraoperative complications and the patient remained hemodynamically stable and neurologically intact. The patient was discharged home in stable condition on post-operative day four. Per the pathology report, the explanted valve was intact with no calcification, vegetation, or additional abnormalities identified.